Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted video confirmed a priming leak; however, a specific root cause for the leak could not be conclusively determined through this evaluation as the device was not returned. It was reported that during priming the circuit the perfusionist noticed fluid dripping out of the oxygenator. Review of the submitted video confirmed a slow drip of clear liquid from the bottom of the oxygenator. It was reported that the oxygenator was not saved by the customer. The production documentation for the eurosets amg pmp oxygenator, lot number 9351508, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The eurosets amg pmp instructions for use (IFU), rev. 05, is currently available. Under the list of warnings, the IFU warns that during use, a spare oxygenator must always be available. The IFU warns to carefully check the device seal during priming and operation. If you notice leakage during priming or operation, replace the defective device following good perfusion practices. Also, under the section titled ¿set up¿, the IFU warns to ¿carry out a visual inspection and carefully check the device before use. Transport and/or storage conditions other than those prescribed may have caused damage to the device.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: there was no patient involvement. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during priming the circuit of the perfusion noticed fluid dripping out of the oxygenator. The oxygenator was set aside and changed out.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the leak occurred before priming and when the water test was done. The pump speed, priming fluid flow and inlet/outlet pressures were unknown. The device was discarded and would not be returned.